Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer alleged during annual, external testing of the brightview xct (bc xct) camera system, it was observed that when the tube current is lowered there is a deviation of kilovoltage (kv) more than 10% of the nominal set value. The customer alleged the pt would get a higher dose of radiation than the operator intended. Neither the specific testing methods employed, nor the specific numeric values used or obtained are available for review at this time. If the kv varies by more than 10% from the nominal set value, there is potential for a pt to receive a higher dose than planned.